Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that the patient had acute occlusion of the superior mesenteric artery (sma). Status post bypass or with post-or distal stenosis of the anastomosis. The patient was treated by femoral access over a long 7f multipurpose sheath into prox. Sma (bypass). Unproblematic passage of the stenosis, unproblematic placement of the stent-system. Pullback of the complete pull button, but only half of the stent was deployed. All further attempts to deploy the stent complete were unsuccessful. During the intervention furthermore, the stent broke off. The result was a filiforme stenosis within the broken stent, where a second everflex 6/20 was implanted. It is reported that the patient expired during hospital stay, approximately 36 hours after the intervention. The autopsy report reports that the truncus coeliacus and the mesenterica inferior were closed. The stent mesenteria superior was open. The patient died due to liver collapse. It appears the death of patient was not related to device or procedure. Evaluation summary: the everflex plus stent delivery system (sds) was received for evaluation with a torn section of the stent and 25mm of the inner shafts tip tube component exposed beyond the outer sheath. The outer sheath exhibited a dimension deformation in the distal approximately 2cm. The stent would not deploy when the deployment paddles were pushed toward each other. There was no inner movement other than some longitudinal compression. The sheath was cut longitudinally to extract the stent and allow visual access to the sheath liner. The ptfe liner exhibited a ribbon tear that was accordion folded and wedged in a retainer tab. The stent segment that was removed from the sheath did not exhibit any damage or deformation outside the previously noted tear.